Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
(B)(4).additional information/corrected data:this is a correction to the previous follow up report as it was missing the update in regard to the following:(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lavh, the suture fell off driver. Different reloads were used; however suture continued to fall off drivers. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. Nothing fell in the surgical cavity. Patient current status reported as unknown. New reload was used to finish the case.